Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako tka, the surgeon said he had a small anterior femoral notch after the anterior cut was made on the femur. The mako robotic system did not give a notching warning. Logs provided located in: (B)(4).

Event description:
During a mako tka, the surgeon said he had a small anterior femoral notch after the anterior cut was made on the femur. The mako robotic system did not give a notching warning. Logs provided located in s:\complaints: (B)(4). Mayo complaint.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported event: an event regarding femoral notching during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 355 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn: 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding femoral notching. There were other reported events for the listed catalog number: (pr 1736744, 1730336, pr1443555, pr1574869, pr1597920, pr1636892, pr1694868 and pr1689895). Conclusion: an analysis of the warnings in the crisis log file, application workflow, femur segmentation, femur checkpoint values, femur registration values, rio registration and verification values, and bone preparation checkpoints was completed. An analysis of the warnings in the crisis log file and the application workflow revealed that a "monitored tracker moved too fast" warning ocurred during bone preparation indicating possible array movement. When reviewing the femur segmentation, it was confirmed that a section at least 20mm above the superior femoral component flance was segmented which is required in order for the application software to detect notching. The application software displayed the notch warning when the femoral component was extended by 1.5 degrees or translated by 1.5mm from the implant plan which is within the accuracy tolerance region. All other areas of the investigation found error values within the accuracy tolerance region. No system malfunction is suspected.